Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error and beep anomaly. The customer¿s blood glucose level was unknown. The customer stated that they had frozen display. The customer reported that the screen was not completely blank. The customer was advised to revert to back up plan per health care professional instructions until the replacement pump arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, low battery alarm, failed battery test alarm, power loss alarm or audio tone/beeps noted during testing. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted.